Event description:
It was reported that on (B)(6) 2012 a pt was on the table when the system locked up with a limited stand movement error. The customer had to remove the pt as this was a head bleed situation. Siemens service was dispatched monday (B)(6) 2012. While troubleshooting the floor stand a plug pin was found to be slightly pushed out of the socket. The pin was removed, retentioned and reconnected. The connections were reinserted and reconnected. The connections were reinserted firmly and this resolved the problem. There was no pt injury.

Manufacturer narrative:
This event was reported to the FDA by the customer under report# (B)(4). The report states that there was no harm to the pt, and that the procedure was just delayed until the malfunction could be repaired.